Manufacturer narrative:
Additional information: sex; concomitant medical products and therapy dates. Device evaluation: the trocar tube and the valve flap have been returned to the manufacturer for evaluation/investigation. However, the metal guide which holds the valve flap in place was missing since the user facility did not return it to olympus. The result of the evaluation/investigation is only consistent with the description of failure to the extent that the valve flap detached from the trocar tube and that the valve flap was damaged by a sharp object, probably by the aspiration needle which was used during the procedure. However, the manufacturer cannot confirm the assumption that the valve flap was pushed through the trocar tube, since it could not be reproduced during testing. Therefore, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, a material or quality problem can be excluded, since a manufacturing and quality control review was performed for the affected lot number of the trocar tube without showing any abnormalities. The case will be closed from olympus side with no further actions but the event/incident will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified laparoscopic procedure, the valve flap detached from the trocar tube and was advanced into the patient's body cavity by an aspiration needle which the operating surgeon passed through the trocar tube. While the valve flap was safely retrieved by unknown approach, the metal guide which holds the valve flap in place was noticed to be missing. However, an examination by x-ray showed no foreign objects inside the patient. No further information was provided and it is unknown if and how the intended procedure was completed. However, there was no report about an adverse event or patient injury.